Manufacturer narrative:
Evaluation summary report attached in (B)(6) was translated to english.

Event description:
While pulling back the rotarex device from x-over approach from right to left the tip of the catheter loosened - disconnected.